Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v578018, implanted: (B)(6) 2011, product type: lead. Product ID 3986a60, lot# n157189, implanted: (B)(6) 2011, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3986a60, lot# n266626, implanted: (B)(6) 2011, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3487a-56, lot# v578018, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced adverse stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. The patient reported motor movement due to increased amplitude of his implantable neurostimulator (ins) system. The device was interrogated and some of the ranges were out of range. The impedances were too high. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. The patient stated that he had to increase the amplitude of her ins system due to increased pain, but notes motor movement at night interfering with sleep. Relevant medical history included: head/neck (non-malignant)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.